Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced adhesive event with an infusion set as the infusion set fell off after being used for less than 2 days. The patient confirmed to be doing physical activity/sweating, swimming, or bathing at the time the set fell off. The patient replaced infusion set and resumed insulin successfully. No further information available.